Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 week post implant of this 25mm aortic bioprosthetic valve, it was reported that moderate aortic insufficiency was observed during a exit transthoracic echocardiography. It was mentioned that there was no notable event during the implant procedure. It was noted that decalcification of all mitro-aortic junction and resection of endocarditic fibrosis of a extremely tight calcified aortic stenotic bicuspid valve had been performed during the implant procedure. It was stated that left ventricle ejection fraction (ef) was observed to be 65%, the mean gradient 17 mmhg, and maximum aortic velocity was seen to be 290,8 cm/s during the exit transthoracic echocardiography. No intervention or additional adverse patient effects were reported.